Manufacturer narrative:
UDI number: na.

Event description:
The recipient has reportedly elected to undergo revision surgery in order to undergo mris with more perceived ease. The recipient was reportedly a nonuser. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed that the array was severed prior to receipt as well as cuts on the silicone near the antenna and a missing electrode ground ring. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.